Event description:
It was reported occlusion alarms occurred. Customer declined troubleshooting from tandem technical support (tts). Customer cleared the alarm and reported the pump supplies would be changed. Upon follow up the customer confirmed that they were able to successfully resume insulin therapy. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.